Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.50/1.5/167 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - corrected to: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.50/1.5/167 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively. A replacement lens was implanted on (B)(6) 2020. Reportedly, the "patient is ok" after lens replacement. Cause of the event is reported as unknown. (B)(4)